Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection identified an inverted check valve. This defect would result in restricted flow through the set. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an operator error during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a needleless solution administration set was misassembled. According to the report, the position of the set's filter was reversed; the transparent part and white part were swapped. This was noted before use. There was no patient involvement. No additional information is available.